Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this chronic right ventricular (rv) lead exhibited increased threshold and impedance measurements. An invasive revision procedure was performed and signs of insulation damage were observed. The rv lead was capped and replaced without complication. To date, no adverse patient effects were reported with this clinical observation.